Event description:
It was reported that when using the bd pyxis¿ es server user observed that the health sight viewer displayed an extract transform load process delay data was not current alert. This issue had been ongoing for approximately 7 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station found extract transform load was running in real time, customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue of the device.